Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's (lm) investigation. The device was evaluated by olympus, and the reported failure (e433) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported failure was likely due to a defective printed circuit board / high voltage power supply (pcb/hvps) board. The event can be detected/prevented by following the instructions for use (IFU) which states: ¿a suitable replacement device must be provided during an application.¿ this supplemental report includes an update to d9 and h3 from the initial medwatch. Also, information has been added to b3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a therapeutic tubal ligation procedure, the electrosurgical bipolar mode did not work as intended. The procedure was extended considerably (¿the normal time for this kind of procedure is around 1 hour, and it took 3 hours¿) while the patient was administered general anesthesia. The procedure was completed with the same device. No patient injury reported.